Event description:
The ge oec 9800 fluoroscopy sys displayed bad iris error.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-calibrated the collimator to restore function. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.